Event description:
It was reported that the doctor was using the yamane scleral fixation technique to implant a CT lucia 602, the case went without any issue. However, on post-op day one, the optic had rotated 90 degrees and was lying horizontally in the pupil. The doctor had to take the patient back to operating room to explant the iol. The doctor noted the issue was at the optic/ haptic junction. A spare lens was implanted no adverse patient effects were reported.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that the doctor was using the yamane scleral fixation technique to implant a CT lucia 602, the case went without any issue. However, on post-op day one, the optic had rotated 90 degrees and was lying horizontally in the pupil. The doctor had to take the patient back to operating room to explant iol. The doctor noted the issue was at the optic/ haptic junction. A spare lens was implanted no adverse patient effects were reported. The device is not being sent back, thus a proper device analysis could not be completed nor the reported issue confirmed. It was mentioned by the customer that there was no damage indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated that the customer is using the yamane technique to implant lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag; therefore, the lenses are being used off-label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have caused or contributed to the iol tilting are - but are not limited to: lens placement technique; poor handling during folding and inserting. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure.

Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. It was reported that the doctor was using the yamane scleral fixation technique to implant a CT lucia 602, the case went without any issue. However, on post-op, the optic had tilted. The doctor had to take the patient back to operating room to explant iol. New iol was implanted successfully without any issues. No additional information provided. The device is not being sent back, thus a proper device analysis could not be completed nor the reported issue confirmed. It was mentioned by the customer that there was no damage indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated that the customer is using the yamane technique to implant lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag; therefore, the lenses are being used off-label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have caused or contributed to the iol tilting are - but are not limited to: · lens placement technique · poor handling during folding and inserting. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure.

Event description:
It was reported that the doctor was using the yamane scleral fixation technique to implant a CT lucia 602, the case went without any issue. However, on post-op day one, the optic had rotated 90 degrees and was lying horizontally in the pupil. The doctor had to take the patient back to or to explant the iol. The doctor noted the issue was at the optic/ haptic junction. A spare lens was implanted no adverse patient effects were reported.